Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and believes the insulin pump is not working as designed. The customer's blood glucose was 280mg/dl at 1pm, treated with insulin pump and four hours later his blood glucose was 480mg/dl. The customer treated with syringe 20 minutes ago. The customer has a backup plan available. Doctor recently had changed settings, but customer stated his blood glucose was fine after that. Customer declined to perform high pressure test. Customer stated he delivered 5 units of insulin and it was successful.